Manufacturer narrative:
Concomitant medical products: evolutr-26-us transcatheter valve, implanted: (B)(6) 2016; w4tr01 crt-p, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had moved back slightly as shown on x-ray. Most vectors on the lead exhibited high thresholds. The remaining vectors caused phrenic nerve stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.